Event description:
It was reported that during follow-up low sense amplitude was observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active. Patient condition was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.